Manufacturer narrative:
Device evaluation: the report of red heart alarms was confirmed based on the information contained in the submitted system controller log file. Multiple low speed events and pump stoppages were captured while the system was supported by both the power module and batteries. The events were associated with elevations in pump power and low speed advisory, low speed hazard and low flow hazard alarms. The evaluation of the returned system controller revealed a damaged drive circuitry component on the main printed circuit board, which prevented the device from being able to operate a pump in primary mode. The damage sustained to the drive circuitry is consistent with the elevations in pump power captured in the log file. Based on the manufacturer's experience from similar reported events, high pump power values associated with drive circuitry damage is indicative of a potential percutaneous lead (lead) wire issue. Although the pump was not explanted, the external portion of the percutaneous lead (lead), measuring approximately 25 inches in length, was severed and returned for evaluation. Electrical continuity testing of the returned portion of the lead revealed that all wires were electrically intact. The clear bionate layer showed no areas of damage. Several areas of shield breakdown were observed along the entire length of the lead segment, consistent with over 3.5 years of use. Visual examination of the underlying wires under a microscope revealed no areas of compromised wire insulation or damage to the inner conductors along the entire length of the lead segment. The returned portion of the lead was suspended in a saline bath for high potential testing to check for current leakage through each wire¿s insulation and no areas of compromised wire insulation was identified. The evaluation of the returned portion of the lead did not reveal any device-related issues. The location of the suspected wire compromise and a root cause for the atypical events captured in the log file could not be conclusively determined without a full evaluation of the device. Furthermore, a correlation between the device and the events leading up to the patient's outcome could not be conclusively determined through the evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient gender was not provided. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of the device - 3 years, 7 months. The patient was seen at a remote hospital, far outside of (B)(6). The distributor is attempting to retrieve the system controller for investigation. The pump was not explanted. The event occurred at an unspecified remote hospital in (B)(6). The patient had been implanted at the (B)(6). It was reported that the pump was not explanted and an autopsy was not performed. No additional information was available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to a local hospital due to unspecified audible and visual red heart alarms. At the time of the admission, the power symbol on system controller keypad was green (indicating that power was going to the system controller). The patient did not bring a backup system controller when admitted to the hospital . The patient's anticoagulation regimen at the time of the event included warfarin and aspirin. The patient's inr goal was 2.0 - 2.5 and was within treatment range at the time of the event. A review of the pump parameters on the display module screen showed "power saver 0000; pi 0.0 for 184 min." It was reported that the red heart alarm was most probably related to low flow and/or the power saver mode. After examination of the lvad system parameters via the system monitor, a device malfunction /device thrombosis was suspected. No thrombus treatment was initiated, as it was just a suspicion due to the red heart alarm; the patient reportedly did not have any clinical signs or symptoms of pump thrombus. Due to a concern that an obstruction in the lvad would result in the pump getting hot and cause damage to surrounding tissues, the healthcare professionals made a decision to disconnect the system controller and turn off the pump. The patient was disconnected from the system controller at 13:40. At 13:50 the patient experienced hypotonia and deteriorated rapidly. The patient expired at 14:30. An autopsy was not performed. No additional information was provided.